Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a wolff-parkinson-white supraventricular tachycardia ablation procedure a pericardial effusion occurred. During transseptal access the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed to revive the patient. A pericardial effusion was noted on both fluoroscopy and echocardiogram, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.